Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the image was not coming. The fse initiated troubleshooting to resolve the issue and recreated image frontal and system was kept under observation. The fse replaced the hard disk spare part. After replacement, the system was performing as intended and was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that, image was not coming. It is unknown if the system was in clinical use. No harm has been reported to philips.